Event description:
Follow up revealed the culture results came back positive for staphylococcus aureus. It was also reported the infection has resolved.

Manufacturer narrative:
Concomitant medical products and therapy dates: model: unknown, scs lead, implant/therapy date is unknown, model: unknown, scs extension, implant/therapy date is unknown. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced an infection at their ipg site. As a result, their scs system was explanted and cultures were taken.